Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Event description:
The customer reported a colleague infusion pump with failure code 810:11. It is unknown when the reported condition was identified. There was no documented patient injury or medical intervention related to the reported condition. During the product evaluation at baxter it was determined that the event occurred during delivery; therefore, there was an interruption during delivery. No additional information is available. The user interface module master software version is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause is faulty phm (pumphead module) assembly. The phm assembly has been replaced. A follow-up medwatch report will be submitted if additional information becomes available.